Event description:
The hospital reported that the filter is clogged when they proceed to use it during pt treatment. They have to remove the filter during the procedure to have use of the tubing, which is not suitable for the surgical procedure.

Manufacturer narrative:
Describe event or problem: the hosp reported that the filter is clogged when they proceed to use it during pt treatment. They have to remove the filter during the procedure to have use of the tubing, which is not suitable for the surgical procedure. Deroyal: it was concluded that the resin used to manufacture the insufflation tubing was incompatible with heat and time variables that it is exposed to during shipment and sterilization. This causes the plasticizer to migrate from the tubing to the filter housing causing occlusion. Migration resistant material has been chosen and successfully tested for compatibility of exposer to high heat, in (B)(4) 2008, a 100% inspection of the modified device was performed with no defects found.